Event description:
It was reported that during the implant procedure, the lead was noted to be broken. The lead was not used.

Manufacturer narrative:
Final analysis found normal device characteristics.